Manufacturer narrative:
The device was not returned by the facility; therefore, an analysis of the actual device is not possible. Csi is requesting additional information and return of the product for analysis and will submit a supplemental report, if received. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4).

Event description:
It was reported that during a coronary orbital atherectomy procedure, a dissection and no flow event occurred while using a csi orbital atherectomy device (oad). The target lesions were located in the mid and distal segments of the right coronary artery (rca). The distal lesion originated in the rca and extended into the bifurcation of the postero-lateral artery (pla) and the posterior descending artery (pda). The physician accessed the treatment area using a femoral approach and introduced the csi viperwire guide wire. The wire position was lost and the physician attempted to cross the lesion again, but was unsuccessful. The physician then used a workhorse wire to re-cross the lesion and exchanged it for the csi viperwire guide wire. The oad was then loaded onto the guide wire and the physician performed two runs at low speed in the middle lesion and two runs at low speed in the distal lesion. While treating the distal lesion, the crown was advanced into the pla. The physician removed the oad and deployed multiple stents in the treatment areas. Post-atherectomy angiography revealed a dissection in the proximal pla and slow flow in the distal pla. The physician administered nitroglycerine, which improved the flow in the distal pla. The physician then performed balloon angioplasty and deployed a stent in the proximal pla. Angiography showed successful atherectomy in the target lesions located in the rca, but no flow distal to the stent in the pla. The patient status remained stable throughout the procedure. Requests for additional information have been made, but none has yet been received.

Manufacturer narrative:
(B)(4).

Event description:
Upon review of procedural notes provided to csi, it was identified that atherectomy was performed in the proximal right coronary artery(rca) prior to the loss of wire position. It was also identified that the dissection was observed angiographically post-stent deployment, not post-atherectomy. Additionally, it was identified that there was slow flow that remained distal to the stent in the proximal postero-lateral artery (pla) at the completion of the procedure, but due to amount of fluoroscopy and contrast administered during the procedure, no further intervention was performed.